Manufacturer narrative:
(B)(4). The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the dat test at 0.08770 inches. The pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer was hospitalized due to high blood glucose level wants to check the pump. Blood glucose at the time of the admission was unknown. Ems was dispatched as a result of high blood glucose levels. Ems dispatched to take the customer to the emergency room hospital. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined. The insulin pump will not be returned for analysis. The customer was assisted with the insulin pump through troubleshooting and the insulin pump did not fail any of the test performed. The product was replaced. The product was returned for analysis.